Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that an unknown volume of waste liquid from the hmx al instrument was bubbling out from the drain pipe in the wall. The customer was advised to stop using the instrument until it could be serviced. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and stated the waste line itself did not leak, but rather the drain on the wall is too small causing the waste to back up out the drain. Fse also replaced pinch valve pv27 and the 127 ml pak lyse pump due to an air leak. Fse recommended that the customer will need to fix the drain issue.